Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that a needle sftygld 25x1 rb pulled out of hub during use. The following was reported by the initial reporter: "it was reported that the needle came apart from the hub staying in the patient's arm, and needle separated from the hub spilling flu vaccine."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle sftygld 25x1 rb pulled out of hub during use. The following was reported by the initial reporter: "it was reported that the needle came apart from the hub staying in the patient's arm, and needle separated from the hub spilling flu vaccine."